Event description:
It was reported that a patient had an uneventful sling procedure performed in 2007. The patient returned for her post-operative check the following month, and the incision was disrupted and the tape exposed. The surgeon placed the patient on antibiotic cream vaginally.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.